Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications at time of distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported the catheter was stuck on the wire. The target lesion was located in the femoral artery. The physician selected a 2.4mm jetstream xc atherectomy catheter for use with a 6mm non bsc filter wire in an atherectomy procedure. In the middle of the case, while the catheter was in the mid portion of the occlusion, it was noted the catheter was stuck on the wire. The physician had to pull the entire filter wire and the device out at the same time as a unit. The procedure was completed with balloon angioplasty. No complications were reported and the patient was doing well.